Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a delamination total of the valve (adhesive failure) valve leak and/or damage: observed a cracked valve seat diaphragm valve. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported left side deflation. Previous medwatch submission noted left side deflation. Upon further information, allergan has determined that the event of deflation did not occur. Healthcare professional later reported left side "partial deflation" and "leak at valve." Device has been explanted and replaced.

Event description:
Previous medwatch submission noted left side deflation. Upon further information, allergan has determined that the event of deflation did not occur.

Event description:
Healthcare professional later reported left side "partial deflation" and "leak at valve." Device has been explanted and replaced.